Event description:
It was reported that during normal follow up, externalized conductors were found using fluoroscopy. No electrical anomalies were found. Patient was asymptomatic. Patient condition was fine after the event and will continue to be monitored with routine follow ups.